Manufacturer narrative:
Event date (B)(6) 2018. Philip's field service engineer (fse) advised the customer to replace the blower. Multiple unsuccessful attempts were made to follow up with the customer; however, no additional information was provided. No parts were returned for evaluation, therefore, a root cause could not be established.

Event description:
It was reported that the blower was hot and the device logged errors indicating blower temperature high. The device was in use at the time of the event; however, there was no patient harm. The event date was not specified; estimate used.